Manufacturer narrative:
(B)(4). Batch #: v94m26. (B)(4). Investigation summary: the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining thirteen clips were ejected due to the condition of the jaws. Finally, the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be due to the device being closed over an existing hard object or clip, placing stress on the jaws, causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. Please reference the instructions for use for more information. It should also be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a vats lobectomy, after the surgeon fired some clips, the clips fell out of the jaws of the device. Nothing fell in the patient. Case was completed with another device and there was no patient consequence.